Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the cair clamp and the slide clamp were closed; however, the customer contact reported the pt received a 500ml bolus of solution. Though requested, the customer contact declined to provide add'l info including pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete.